Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure with placement of a 3.0 x 23 mm xience v stent and a 3.0 x 28 mm xience v stent in the mid left anterior descending (lad) artery. On (B)(6) 2014, the patient was re-hospitalized with in-stent restenosis in the stents implanted in the mid lad. On (B)(6) 2014, percutaneous coronary intervention was performed and the patient condition resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.0 x 23 mm rx xience v stent mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. Stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.